Event description:
It was reported by the affiliate that the (1)pph01 was used during a prolapsus rectal procedure. It was reported that the device would not cut and would not staple. The case was completed with another instrument and there was no consequence to the patient.